Event description:
It was reported that upon turning on, this 980 ventilator¿s exhalation valve made abnormal movements then smoke was emitted afterwards. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
This device was in japan medtronic control. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that upon turning on, this 980 ventilator¿s exhalation valve made abnormal movements then smoke was emitted afterwards. The device was available for evaluation. Japan service evaluated the unit and found thermal damage to c83 capacitor on the direct current (dc) to dc converter printed circuit board assembly. The cause of the reported event was isolated to the c83 capacitor on the dc-dc pcba. There is an existing previous internal investigation regarding this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section b5 updated section d9 updated due to the part return and analysis h3: device evaluation summary: updated due to the part return and analysis medtronic conducted an investigation based upon all information received. It was reported that during service by medtronic service personal (sp) when turning on this 980 ventilator¿s exhalation valve made abnormal movements then smoke was emitted afterwards. The device was available for evaluation. During servicing medtronic service personnel (sp) observed smoke emitted was coming from the dc-dc pcba and replaced it. The ventilator passed all test and calibrations per manufacturer specifications at the time of service. One dc-dc pcba was received for failure analysis. A visual inspection of the returned part was conducted, and it was observed that capacitor c83 had thermal damage. If a failure of the capacitor c83 occurs, the ventilator response would be a loss of ventilation. The cause of the event was isolated to faulty c83 on dc-dc pcba. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated: it was reported that during service by medtronic service personal (sp) when turning on this 980 ventilator¿s exhalation valve made abnormal movements then smoke was emitted afterwards. The ventilator was not in use on a patient at the time of the reported event.